Event description:
Patient with craniotomy/aneurysm, upon opening tray, discovered 3 anerysm clips were sprung, clips not able to be used; time delay to secure new/additional clips to address aneurysm.